Manufacturer narrative:
The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
On 08/03/2023, it was reported by a sales representative via phone that an ar-3671 suture anchor backed out of the bone. This was discovered during a case with no patient effect.